Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the left vertebral artery using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra sheath. During the procedure, the physician advanced the benchmark into the target vessel, then injected contrast into the benchmark to make the first run; however, it was noticed that contrast was leaking at the hub of the benchmark. Therefore, the physician decided to remove it. While removing the benchmark, it broke and stretched outside of the patient. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the agence nationale de sécurité du médicament et des produits de santé in france (ansm) on 07/07/2020: results: the benchmark was fractured approximately 1.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near its proximal end underneath the strain relief. If the device is forcefully manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.